Event description:
It was reported that the implantable cardiac monitor was experiencing undersensing and "loss of contact." The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.(B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated undersensing information. The analyst commented regarding false asystole due to loss of contact.